Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in clinic with shortness of breath. The device evaluation revealed post-paced t-wave oversensing on the ventricular channel. Oversensing was noted on a stored egm. Programming changes were made.